Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a male patient presented to his (B)(6) dentistry office with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2025 at tooth location #30. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 during the second stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate, and it was removed on (B)(6) 2026 without the use of any instruments. It was reported that the implant had fit issues. The patient had symptoms of inflammation and granulation/fibrous tissue around the implant; the patient's symptoms were resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury. It was reported that additional medical or surgical procedure (bone grafting) were required. It was further reported that the patient had type iii bone quality and excellent oral hygiene. No abnormalities with the implant or the package were reported.